Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was turning off by itself. The issue occurred three times. When the insulin pump turned back on, the customer received a battery out limit alarm. The customer did not receive a low battery alert prior to the off no power alert. This was the second occurrence of an off no power without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alarm and no unexpected battery out limit noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and stained end cap sticker noted